Event description:
It was reported that an alert for high voltage impedance out of range was noted. Attempts to obtain measurements failed except for rv-can. The physician disconnected, cleaned and reconnected the lead. All measurements were normal after reconnection.

Manufacturer narrative:
No medwatch form was received.